Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed pressure sores and rashes. The patient reported pain and described the irritation as a rash, open pressure sores, and hives. The patient added that the rash came first and then she got the pressure sores. The patient was prescribed levaquin cream. Follow-up indicated that the reported skin condition had improved.